Event description:
It was reported that following cleaning and sterilization, the handpiece appeared to have fluid leaking out of the handpiece. There was no pt contact with the fluid.

Manufacturer narrative:
The handpiece was returned to the manufacturer for investigation. The investigator was unable to duplicate the customer's complaint of leaking fluid. Preventative maintenance was performed on the handpiece and it was returned to the customer.